Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor had damaged the mark band. The procedure was aborted.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, but did not meet release criteria and was fully recaptured. The physician then noticed that the anchor had damaged the mark band. The procedure was aborted.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system returned with the implant feet outside the sheath 1 cm and blood within the device. The device was analyzed, and the reported event of device damage was confirmed. The implant, hub, core wire, and tip were microscopically and visually examined. Numerous kinks and buckling were observed in the sheath. The hypotube of the deployment knob was bent. The tip was damaged as the tri-cuts were flared, and there were abrasions on the inside of the sheath at the tip. The distal marker band was kinked. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then re-deploying within the anatomy. The other observed damage was attributed to procedural factors as the most likely cause, due to the forces that are put upon the device during insertion, advancing, and manipulation.